Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2025 an MRI facility reached out to nalu to determine the patient's conditionality. Patient was confirmed to be conditional but the facility was advised to have a local firm personnel perform an impedance check prior to the scan. No follow-up was requested and it is unclear if the scan took place. In july 2025 the medical clinic reached out to a nalu representative to report that the patient was being schedule for a revision procedure due to lead migration. The clinic did not share the history or diagnostic methods for determining that the leads had migrated, however the patient reported that the system had not been used for more than one year and was hoping to reactivate. On (B)(6) 2025 the revision provedure was performed with the intention of placing new leads at the intended nerve target. While removing the migrated leads, the implantable pulse generator (ipg) was damaged due to handling and also required replacement.

Manufacturer narrative:
Based on patient reports, the system was in use for less than one year before they stopped using it. The patient reports are unclear around the circumstances but did not indicate any specific event leading up to the loss of therapy. An MRI conditionality request was made but there was no follow-up from the clinic or patient to move forward with the procedure and thus the system was not assessed at that time either. The physician noted that the leads originally implanted did not have tines and that was thought to contribute to instability in the lower back area. The physician elected to replace the original leads with tined leads to assist with stability.